Manufacturer narrative:
A medtronic representative visited the site to examine the medtronic imaging system, resulting in the decision to replace the charger board. After replacing the parts, the representative performed an imaging system check-out and tested areas passed. System performed as intended. At the time of this report, the part has been returned but has not been analysed.

Event description:
A medtronic representative reported that while performing a preventative maintenance visit, he discovered that the charger board required replacement. No patient was involved in this incident.

Manufacturer narrative:
Analysis of the suspect charger board was completed by medtronic personnel. The charger board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The replaced charger board is currently under analysis, with results pending completion of evaluation.